Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation has been completed. This event occurred in another country.

Event description:
Allegedly there was a reported drop in blood pressure.